Manufacturer narrative:
This product is registered as a combination product. The lead was returned without a reported event. As received, a complete lead was returned in three pieces connector portion (a) measured 11.4cm, insulation portion (b) measured 8.6cm and distal portion (c) measured 53.0cm/51.5cm/44.5cm (polytetrafluoroethylene liner and inner coil/cables/lead body). Visual inspection of the lead found multiple external insulation abrasions breaching the optim sheath only [at 19.7cm to 20.1cm (figure 2), 20.7cm to 20.9cm and 23.3cm to 23.5cm from the dista tip] distal to the suture sleeve tie impression. The silicone tubing was not abraded in these locations. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.